Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the needle separated from the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Visual inspection of complaint sample (needle) was done, swage mark (square swage mark) was found on needle, this indicates needle was properly swaged to the suture. No swaging related defects like collar, burr, or fins were found on the complaint sample needle.